Event description:
The field engineer found that the collimator collimates down. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. A quote was provided to the customer for repairs. No further info is available at this time.